Event description:
It has been reported to philips that after the system was booted; it gave an error of ¿connection to host lost¿. The customer rebooted the system without resolve. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that after the system booted; it gave an error of ¿connection to host lost¿. Upon troubleshooting rse noticed that there was error message of no connection to host pc. To resolve the issue, rse guided to restart the system. After restarting, the system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is rebooted once. The procedure was completed by restarting the same allura system. This scenario includes that the system is restarted normally. Since the device cannot expose resolved with normal restart and procedure is completed on same allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.